Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).